Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 24% to 13% within three months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. The replacement procedure will be scheduled. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 24% to 13% within three months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. The replacement procedure will be scheduled. No adverse patient effects were reported. The device remains in service. Additional information was provided on (B)(6) 2022, it was reported that the s-ICD was exhibiting t-wave oversensing causing untreated episode. When the patient was performing maneuvers, low amplitude signals were noted with myopotential signals. This device was reprogrammed to secondary vector. The plan is to replace this device for premature battery depletion at a later date. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 24% to 13% within three months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. The replacement procedure will be scheduled. No adverse patient effects were reported. The device remains in service. Additional information was provided on 02nov2022, it was reported that the s-ICD was exhibiting t-wave oversensing causing untreated episode. When the patient was performing maneuvers, low amplitude signals were noted with myopotential signals. The device was reprogrammed to secondary vector. The plan is to replace this device for premature battery depletion at a later date. No adverse patient effects were reported. This s-ICD remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Correction to section d7 explant date upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 24% to 13% within three months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. The replacement procedure will be scheduled. No adverse patient effects were reported. The device remains in service. Additional information was provided on 02nov2022, it was reported that the s-ICD was exhibiting t-wave oversensing causing untreated episode. When the patient was performing maneuvers, low amplitude signals were noted with myopotential signals. This device was reprogrammed to secondary vector. The plan is to replace this device for premature battery depletion at a later date. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 24% to 13% within three months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. The replacement procedure will be scheduled. No adverse patient effects were reported. The device remains in service. Additional information was provided on 02nov2022, it was reported that the s-ICD was exhibiting t-wave oversensing causing untreated episode. When the patient was performing maneuvers, low amplitude signals were noted with myopotential signals. This device was reprogrammed to secondary vector. The plan is to replace this device for premature battery depletion at a later date. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.